Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility's biomedical engineer reported that when he evaluated the iabp he found a bent pin on the executive processor printed circuit board to the backplane connector. He replaced the executive processor pcb and released the iabp back into clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) stopped pumping, there were no waveforms on the display, and there was an audible alarm. Fault codes 78, 111, 112 and 116 were also noted. No patient harm, serious injury or adverse event was reported.